Event description:
The manufacturer received information from a third-party distributor that a flow verification test step had failed on a garbin evo device. The device was not in patient use. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.

Manufacturer narrative:
The manufacturer received information from a third-party distributor that a flow verification test step had failed on a garbin evo device. The device was not in patient use. There was no serious patient harm or injury that occurred or was reported. The garbin evo was returned to the third-party service center for evaluation. During the evaluation it was noted that there was contamination of the machine flow sensor, blower assembly, and low flow o2 tubing that had caused the flow verification test step to fail on the device. In conclusion, the device's machine flow sensor, blower assembly, and low flow o2 tubing were replaced to address the issue. Additionally, during the service of the device, the muffler assembly, air foam filter, and particulate filter were replaced for preventative maintenance unrelated to the reportable issue.